Manufacturer narrative:
Concomitant medical products: product ID 977c165 lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: (B)(6) 2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was experiencing a loss of function with walking. He normally didn't walk well, but it was worse since the buried trial lead was implanted. The patient was admitted to the rehab department of the hospital because he was having a very hard time walking. The rep visited the patient to educate them on controller use and the patient said he has had a hard time walking ever since the trial started. The hcp said the patient had major deficits before the trial and wasn't concerned about it. The patient is scheduled to have an ins implanted and connected to the lead on (B)(6) 2020. Even though his walking ability decreased, his leg pain was better and he wants to move forward with the permanent implant. The rep was still unsure if the walking deficit was due to the trial lead implant or the patient's pre-existing condition.